Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the physician observed noise on the right ventricular (rv) lead. The physician does not recall if the noise resulted in oversensing but indicated it was very likely. The rv lead was capped and replaced. The patient was stable with no consequences.